Manufacturer narrative:
The customer reported the central nurse's station (cns) went to a blue screen after a reboot. The customer swapped the drives and got a hardaware degraded message. Technical service (ts) informed the customer that they could try rebuilding the drives, but the best option is to replace them. The customer chose to rebuild the drive. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: on 08/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on 08/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: on 08/11/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: on 08/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on 08/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 on 08/11/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: on 08/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on 08/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: on 08/11/2021 emailed the customer via microsoft outlook for patient information: no reply was received.

Event description:
The customer reported the central nurse's station (cns) went to a blue screen after a reboot. There was no patient injury reported.